Manufacturer narrative:
Correction: b5 in most recent submission should be "new information received noted device was explanted and replaced on (B)(6) 2025. Patient condition was stable before, during, and after the procedure."

Event description:
New information received noted device was explanted and replaced on (B)(6) 2025. Patient condition was stable before, during, and after the procedure. Dr name.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. Further information was requested, but not yet available.